Event description:
It was reported that pre-operatively, the operating room team interface on the tower did not work when attempting to press "start setup". The issue was resolved by unplugging and plugging back in the usb on the tower. The surgeon console then successfully calibrated, but one of the arms' leds turned white and the arm would not calibrate. None of the arms were recognized on the system while the tower was having startup issues. The situation did not improve in five minutes, so the system was shut down with the blue pulsing button on the tower. While the system was shutting down, several errors showed including "operating room team display error", "electrosurgical generator non-recoverable error", and "surgeon display communication failure" and the alarm sound would not stop. The power to the system was completely shut off, which resolved the errors and, after restarting the system, it calibrated correctly and the surgery was completed successfully.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported tower 240v. Evaluation of the device data does not identify any errors or alarms corresponding to operating room team interface (orti) input failure, arm recognition issues or the reported system error messages during startup or shutdown. Evaluation of the device data for the reported tower 240v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the operating room team interface on the tower did not work when attempting to press "start setup". The issue was resolved by unplugging and plugging back in the usb on the tower. The surgeon console then successfully calibrated, but one of the arms' leds turned white and the arm would not calibrate. None of the arms were recognized on the system while the tower was having startup issues. The situation did not improve in five minutes, so the system was shut down with the blue pulsing button on the tower. While the system was shutting down, several errors showed including "operating room team display error", "electrosurgical generator non-recoverable error", and "surgeon display communication failure" and the alarm sound would not stop. The power to the system was completely shut off, which resolved the errors and, after restarting the system, it calibrated correctly and the surgery was completed successfully.